Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity". The user facility was notified of the event on (B)(6), 2010. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted (B)(6), 2011.

Event description:
Patient reported that she underwent total hip arthroplasty on (B)(6), 2007. Subsequently, patient returned to the surgeon complaining of pain and radiographs showed that the acetabular cup was loose and had shifted. The patient was revised on (B)(6), 2009.